Manufacturer narrative:
The problem was related to a bad aspiration of the vacuum nozzle. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 160 mmol/l. Repeat result: 154 mmol/l. The repeat result was deemed to be acceptable. Sample 2 (patient 2): initial result: 141.6 mmol/l. The sample was repeated several times with results ranging from 141.1 mmol/l to 142.7 mmol/l. Last repeat result: 149.0 mmol/l.